Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for symptoms of fatigue, weakness, black tarry stools, and hemoglobin of 7.0 g/dl with a suspected gastrointestinal bleed. Hemoglobin and hematocrit were followed for two weeks prior and slow, steady drops in counts were observed. International normalized ratio (inr) had been subtherapeutic for the past 8 days. Hepatic function was stable. Warfarin and aspirin were on hold. The patient was transfused to a hemoglobin count greater than 8 g/dl. One day following admission esophagogastroduodenoscopy (egd) was negative for active bleeding. Capsule endoscopy was also negative for active bleeding. Gi consult suspected gi blood loss from distal small bowel. The patient will have an outpatient spirus study. The patient was managed with transfusion and holding coumadin. Despite holding anticoagulants the patient's inr remained elevated and the patient required vitamin k prior to egd. Aspirin stopped and patient started on octreotide. The patient also received an iron infusion. No further information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a correction between the device and the reported gi bleeding cannot be conclusively determined. The patient remained ongoing on vad support. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies, including recommended inr levels. No further information was provided. The manufacturer is closing the file on this event.